Event description:
The amplatz thrombectomy device was being used in the left popliteal vein. Multiple passes were made with the thrombectomy device. At one point, there was difficulty with crossing a venous valve; however, the device was utilized for approx 30 seconds when the distal shaft of the device was noted to have a "kink" in it. The procedure was stopped, and the thrombectomy device was removed. It was at this time that the physician found a kink in the outer sheath with several small wires protruding from the device.